Event description:
Info rec'd indicates the head link component fractured during use. One set of suction pods detached during the case. The device was replaced with no pt complication reported.

Manufacturer narrative:
H6: device history review found the product met specs when released for distribution. H3. Analysis: device eval confirms the user report. Visual inspection shows 1 set of suction pods is broken from the head link. Product labeling contains instructions for the user, including illustrations, for the proper use of the device per its labeled indications. The user may utilize the flexibility of the stabilizer pods during use; however, the IFU cautions that "repeated bending of the tissue stabilizers may compromise device performance." Conclusion: no adverse effect to the pt. Analysis confirms that a device failure occurred and was related to the reported event.